Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the pt had small iliac artery diameters with moderate calcification. The pt's vessel morphology was reported to be "not very tortuous". It is reported that, during implant, the physician tore the right iliac artery as he was trying to insert the device. It is reported that a sheath was not used during the case. The physician implanted an 8 mm gore-tex graft to repair the tear, and the device was successfully deployed through the graft. It is unknown if a sheath was used during the second attempt. No clinical sequelae were reported as a result of the reported event, and the patient is reported to be fine.